Event description:
It was reported that the weld at the tip of this screw pin inserter came off when removing the screw pin. The surgical technique was utilized. There was no surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the returned product identified signs of repeated use in the form of surface wear marks and the hex feature is worn. The magnetic hex head has fractured off the body of the device at the weld. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. These devices are confirmed to have been a part of a previous investigation and were subsequently re-designed to account for this failure mode. It was determined that the device was manufactured prior to this design change. The root cause of the reported issue is attributed to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.